Manufacturer narrative:
Email received by (B)(6), end user, on (B)(6) 2021 who provided information in regards to two separate incidents involving medline product g07887b, guardian deluxe aluminum rollator. Reporter had submitted an initial incident report to medline 8/25/2021 (complaint (B)(4)). In that, complaint end user had reported only one incident of injury at that time. End user now reports a prior incident occurring (B)(6) 2021. End user states, she was seated on the rollator using a "picker-upper to pick up items" and apparently the brake had cut the end user's upper thigh. End user reports, she was bleeding excessively and went to (B)(6) hospital emergency department (no date provided) where she reports she received 12-stitches and a tetanus shot. End user reports she was discharged home that day. End user reports, she later developed an infection and was prescribed oral antibiotics (name of medication and date not provided). End user reports once the infection cleared she had the stitches removed at (B)(6) center (no date provided). End user reports she purchased the rollator (B)(6) 2018. End user states, she would return the rollator if she received a replacement. Replacement approved per (B)(6) q.a. (B)(6) 2021 who states, "rollator is 3 years old, this is likely not due to a manufacturing defect. I am ok with a replacement as long as they return the sample." The rollator has not been returned at the time of this report. Due to the reported incident, medical intervention and in an abundance of caution, this med watch is being filed. If any further relevant information is identified or obtained, a supplemental med watch will be submitted.

Event description:
It was reported, the brake had cut the end user's upper thigh requiring stitches and a tetnus shot.